Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had many scratches and a worn display on the insulin pump. No further details given.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.